Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump. The customer confirmed that the pump was able to be charged with a different wall adapter. That battery gauge later jumped from 40% to 100%. In addition, the customer reportedly received an inaccurate fill estimate after loading the cartridge with 300 units. The customer's blood glucose level was 122 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged fill estimate malfunction could not be verified. The alleged battery jump malfunction could not be evaluated due to inoperable usb communications.